Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings: during investigation, a review of the pump¿s black box showed that the information for the complaint had been overwritten. There was no activity outside of normal use observed. During evaluation, no warnings or alarms occurred during the 24 hour duration test and he pump reflected the correct basal/bolus settings. The total daily dose had calculated correctly and equaled the basal target. The pump performed within specifications. The history settings issue was not able to be duplicated due the pump information had been overwritten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings issue. It was reported that all settings were erased from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.